Event description:
High blood glucose levels [blood glucose increased] gangrene aggravated [concomitant disease aggravated] case description: a pharmacist reported that a pt who was using novopen 3 (insulin-delivery) due to type 2 diabetes mellitus, developed increased blood glucose for 3 day. It was stated that in 2004 the pt's blood glucose monitoring meter showed "high". Their usual blood glucose values were between 200 - 300 mg/dl. Reportedly the pt was hospitalized on the 2nd day due to high blood glucose value, when they came to the hosp to have pus removed due to the amputation of a leg postoperative. Upon admission the pt's blood glucose value was measured to be 477 mg/dl. The pt received dialysis treatment. Furthermore the pt suffers from diabetic gangrene and reportedly the gangrene on their leg had severely aggravated. According to the reporting physician the high blood glucose value was suspected to be the cause of the aggravated gangrene. A nurse discovered that the piston rod washer of the product in question had fallen off and that the pen did not deliver insulin; however, the pt stated that they had not injected insulin since a day of event. The pt had glycosylated hemoglobin values of 6.1% 2004 and 9.0% in 12/2004. It is unk if the pt performs an air shot prior to each injection. As of 2 days later the pt has not recovered from the event. Discontinuation of the treatment with insulin would always lead to hyperglycaemia. Furthermore, conditions with infections require higher doses of insulin in order to keep glucose level under control.